Event description:
Dr was performing a left thoracentesis. Catheter sheared off, and a portion remained inside pt's chest. Thoracentesis completed after a new tray obtained. Chest surgeon consulted. CT scan of chest ordered and done on 5/8/1998. Catheter recovered from pt's chest during thoracotomy on 5/9/98.